Event description:
The customer reported that the paramedics were called as customer was unconscious with low blood glucose of 50mg/dl after taking glucose tablets. Troubleshooting was performed. The customer was treated at home with juice. The customer stated that insulin pump delivered 20.0 units of insulin while she was asleep. Reviewed the carelink report and found that a bolus of 23.0 units was programmed and delivered. The customer denied programming the bolus. The programming, time, and date were correct. Ran a displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.